Manufacturer narrative:
(B)(4). The device was not returned to physio-control. A third-party service agent evaluated the customer's device and was unable to duplicate the reported issue. The electronic patient records were downloaded. The electronic patient records are pending evaluation by physio-control. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
A customer contacted physio-control to report that their device powered cycled unexpectedly several times during patient use. The customer advised that no further details about the patient or the event were available. There were no reports of adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Physio-control reviewed the electronic patient records and verified the reported issue. The third-party service agent replaced the battery pins as a precautionary measure and proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. A cause of the reported issue could not be determined.

Event description:
A customer contacted physio-control to report that their device powered cycled unexpectedly several times during patient use. The customer advised that no further details about the patient or the event were available. There were no reports of adverse effects to the patient as a result of the reported issue.